Event description:
Pt alleges receiving breast implants in 1986. Pt also alleges in 1986 she developed loss of nipple sensation and in 1987 she started to experience hardening in both breasts and constant sharp pain, severe hardness and firmness in her right breast. Physician alleges pt developed severe contracture on both sides, distortion of breast shape and pain in her right breast, especially during menses.